Event description:
A call placed to technical services on (B)(6) 2016 reported that this rv lead was implanted on (B)(6) 1995. It was reported that rv impedance is low, but it is programmed unipolar and also noted undersensing of the rv (sensitivity is set at 3.5). The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).